Event description:
The device was explanted under a general anaesthetic on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The device was explanted under a general anaesthetic on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery. This report is submitted on january 15 ,2021.

Manufacturer narrative:
This report is submitted on june 19, 2020.

Event description:
Per the surgeon, the patient experienced pain and a skin flap infection which was successfully treated with oral antibiotics.

Event description:
It was reported the infection has resolved, the physician has recommended the use of oral steroids.

Manufacturer narrative:
This report is submitted on 31 july 2020.

Manufacturer narrative:
Per the clinic, a muscle flap revision was performed of (B)(6) 2020. This report is submitted on november 9, 2020.

Event description:
Per the clinic, a muscle flap revision was performed of (B)(6) 2020.